Manufacturer narrative:
It was reported that the event occurred on an unknown day and month of 2020. Initial reporter postal code: (B)(6). The device was manufactured from may 8, 2020 - may 11, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) folfusors sv (small volume) underinfused during patient infusions. This was further described as ¿the devices had taken longer than expected to infuse¿. The devices had been filled with fluorouracil 2250mg in glucose 5% in total volume of 115 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.